Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Discarded.

Event description:
Initial surgery using pelvis pro and non-stryker 5.0mm screw was performed on (B)(6) 2018. Bone gap of the treatment site was occurred on (B)(6) 2018 because the patient slept with the treated side down. Reoperation was performed on (B)(6) 2018. Update form (B)(4): according to sr, stryker screws were used to fix the plate and non-stryker screws were also used to fix the bone.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. Information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Initial surgery using pelvis pro and non-stryker 5.0mm screw was performed on (B)(6) 2018. Bone gap of the treatment site was occurred on (B)(6) 2018 because the patient slept with the treated side down. Reoperation was performed on (B)(6) 2018. Update form cic: according to sr, stryker screws were used to fix the plate and non-stryker screws were also used to fix the bone.